Event description:
A nurse reported a pt who was treated into the giabella, periorbital areas and nasolabial lines on 13 may 1998. On 7 july 1998, the pt developed erythema and a raised appearance at all treatmeent sites. The test site remained negative at all treatment sites. The test site remained negative. On 3 august 1998, antihistamine tablets were prescribed. The symptoms were considered product related.